Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 375cc saline prosthesis, catalog: 3502375, lot: 6510968. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 545cc gel prostheses on (B)(6) 2018; catalog # smpx545, s/ns (B)(6) (l) and (B)(6) (r).

Manufacturer narrative:
On 10/28/2018, mentor received additional information: implant exchange was performed on (B)(6) 2018. The patient developed left breast capsular contracture and severe asymmetry. The patient underwent bilateral open capsulectomy. During the implant exchange procedure, right capsular contracture baker grade I was discovered, and it was noted that there was a thick fibrous left capsule with periprosthetic yellow/green fluid. The fluid was sent to pathology and cytology, however, the results were not provided. The patient was taken to the recovery room in stable condition. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06906 for the contralateral prosthesis. As a result, the device evaluation summary was updated with the following: capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately less than 0.1 cm within a crease on the posterior aspect. Also it noticed a crease on the posterior aspect as well. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) for the lot number 6510968 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).